Manufacturer narrative:
A company service representative examined the system. The latch seal was replaced as preventive maintenance. The system was then tested and met all product specifications. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported difficulty maintaining infusion pressure resulting in a soft eye. Additional information was requested. Additional information received from the nurse reported during the case bubbles were noted in the infusion line. The tubing was switched out. Later in the case, when the surgeon attempted infusion on two different occasions, no infusion was received. This resulted in a soft eye twice during the procedure. The nurse requested that a representative be present in surgery with this particular surgeon as he seems to have more issues than the other surgeons. Samples will be sent in for in-house testing. Patient status is unknown at this time.